Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted on the ventricular channel. The patient did not experienced further oversensing episodes. No intervention was performed.

Event description:
New information received notes that more events of post-paced t-wave oversensing occurred which were noted remotely via merlin.net transmission. The patient presented in clinic and programming changes were made. The patient remained asymptomatic and will continue to be monitored.